Manufacturer narrative:
The user reported issue was confirmed. The pump was found to alarm system error due to a plastic piece from the IV set stuck inside the peristaltic module. The plastic piece was removed, and the pump was repaired and tested to meet all specifications on 02/21/2017. Upon receiving this complaint, it was initially determined as not reportable by the manufacturer following company procedures. During the final review of the complaint log by quality/ management, it was determined as MDR reportable on 03/15/2017.

Event description:
The user reported that the pump displayed system error message on the screen. No patient was involved in this case.